Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was about 2 ml of fluid from the analyzer. The leak was not contained. The instrument also generated hemoglobin incomplete results (non-numeric, vote outs) in connection with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, eyeglasses, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak from the wbc (white blood cell) aperture. The bath assembly was difficult to seat over the apertures, and the bath was replaced. The leak and the hemoglobin incomplete results (non-numeric, vote outs) were resolved. (B)(4).